Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked both advia centaur cp instruments several times and could not find a cause for the false high troponin ultra result. The troponin ultra quality control (qc) and other assays were good at the time of the discordant troponin ultra result. The cause for the discordant troponin ultra results is unknown, however both advia centaur cp instruments at the customer site will be replaced with advia centaur xp instruments. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained on a patient sample. The elevated result was considered discordant when compared to negative repeat troponin test results. The negative result was reported to the clinician. The customer repeats all positive troponin results prior to reporting the final patient result to the clinician. There was a slight delay in reporting the troponin ultra result to the clinician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.